Event description:
It was reported that the patient was seen for pre-op visit and was diagnosed with grade 2 ½ to 3 spondylolisthesis with intractable back pain. This was unstable and slowly progressing. The patient underwent l4 to s1 anterior/posterior lumbar fusion entailing posterior fixation and partial reduction of patient's deformity using rhbmp-2/acs, pedicle fixation and cages. The patient's postoperative course was marred by fairly prolonged gi course. No further details were provided. The patient had good pain relief postoperatively but then felt recurrence of pain in both legs about two to three years post-op; the left was more severe that the right. The patient also complained of her legs locking up at times and frequent urination. Approximately 40 months post-op, the patient underwent removal of fusion hardware at l4 to s1, revision of fusion with posterior fixation from l4 to s1 extending to l3. Intraoperative x-rays demonstrated good positioning of instrumentation. The patient also underwent l3/4 laminectomy and foraminotomies, and bilateral postolateral arthrodesis from l3 to s1 using autograft, 25.2 ml of rhbmp-2/acs and 30 cc ceramic granules. The patient developed a csf leak which was repaired intraoperatively. No additional complications were noted during the surgery. The patient tolerated the procedure well. Incomplete medical records, dictated 40 days post-op, denote a csf fistula. The csf fistula was repaired. The patient was taken to pacu in stable condition. At 2156 days after the second surgery, the patient underwent another revision surgery. The revision surgery included: removal of hardware from l3 to s1, revision of pedicle fixation from l1 to l4 using rods, screws and crosslink, spinal decompression with laminectomy at l3, with foraminotomies at l1/2 and l2/3, and posterior fusion from l1 to l4 using local bone, and bone marrow aspiration. The surgeon found severe stenosis at l2; grow instability at l1/2 and l2/3 and a broken left screw at l3 during surgery. The old hardware was removed. The fractured screw at l3 was not removable. The surgeon wanted to place screws bilaterally at l3 but due to the fractured screw decided to go down to l4. No additional complications were reported. The patient was transferred to recovery in satisfactory condition.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified surgery.

Event description:
Reportedly, the patient has "developed overgrown bone."

Manufacturer narrative:
Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that on, (B)(6) 2002: patient presented with pre-op diagnosis: low back pain. Patient underwent anterior transabdominal approach to l5-s1. Patient presented with pre-op diagnosis: grade-3, l5-s1 sponylolisthesis. Procedure: posterior/anterior approach to the lumbar spine. Laminectomy, foraminotomies, l5-s1. Transpedicular screw fixation of l4, l5 and s1. Autologous bony fusion, l5-s1. Discectomy, l5-s. Fusion with cages and bmp. Op notes: autograft bone from the laminectomy was packed on the drilled bone from l4 through s1.

Manufacturer narrative:
Implant date: (B)(6) 2002. (B)(6). (B)(4) pseudoarthrosis.

Manufacturer narrative:
(B)(4). Multiple medwatch reports have been submitted for this patient. Refer to manufacturer report number 1030489-2012-00650, 1030489-2012-00651 and 1030489-2013-00840 for additional information.